Manufacturer narrative:
Review of this MDR and/or additional information shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. The event was determined to be related to a medication that is not owned by medtronic. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. (B)(4).

Event description:
A healthcare professional (hcp) reported that one of the medications was causing the patient to have urinary retention. The patient¿s bupivacaine was increased from 2.0 mg/ml to 2.6 mg/ml on (B)(6) 2015. Shortly after this, the patient started noticing the urinary retention. The patient wanted the dose lowered by 10%, and their new dose was 9.72 mg/day, down from 10.809 mg/day. The pump contained dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(6), implanted: (B)(6) 2007, product type catheter; product ID 8703w, lot # l78430, implanted: (B)(6) 2000, product type catheter. (B)(4).